Manufacturer narrative:
D9 - date returned to MFR: 11/4/2025. Received one (1) new mc330584 transfer set w/microclave, one (1) new 20668-28 extension set, one (1) new 12120 smallbore bifuse ext set/2 clave, and one (1) new bd 10 ml syringe for inspection. The mc330584 and mating devices were connected and attached to an IV bag. Fluid was withdrawn into the bd 10 ml syringe and infused. There were no restrictions in flow. The reported complaint was unable to be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed for the possible lot numbers and received lot number, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on mc330584 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event occurred on unknown various dates involving a 100" (254 cm) appx 4.6 ml, transfer set w/microclave¿ clear, dual check valve, rotating luer where it was reported that patients were not receiving their IV fluid administered through medinfusion 4000iv pumps using ICU medical tubing. The status of the product at the time of event was during use on a patient. Patients all experienced decreased urine output and low blood glucose levels. This report captures 2 occurrences.